Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line became stuck during removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue, reducing the mr to 3. The second clip delivery system (cds) was advanced to the mitral valve, and the deployment process was started. During lock line removal, the lock line became stuck and could not be removed from the cds. It was believed that the lock line had already been removed from the clip harness at this point; therefore, the cds was removed. After removal, it was confirmed that the lock line was stuck inside the cds handle, at the radiopaque marker sleeve. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The analysis indicated that the lock line was difficult to remove due to a knot close to one end of the lock line. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Given the size and location of the knot, 3 mm away from one end of the lock line, it is likely that the lock line became knotted during the unwrapping/removal process. Thus, based on the information reviewed and the evaluation of the returned device, the observed knot was the result of user technique and contributed to the reported inability to remove the lock line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.